Manufacturer narrative:
The pump was received with a critical pump error (open book image) alarm after battery installation. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test, and self test or verify frozen medtronic logo on the display due to the critical pump error (open book image) alarm. Successfully downloaded firmware utilizing crest and the trace, history, and comlink3 files using thus. A review of the pump history file reveals on (B)(6) 2023 there was a pump error 24 power failure (linenumber 705 filenumber 121) alarm and multiple pump error 53 (linenumber 5632 filenumber 2005) alarms were generated resulting in a critical pump error (open book image) alarm to occur. Alarm details are listed below: (B)(6) 2023 00:48:00 faultnumber = power failure alarm (24) linenumber = 705 filenumber = 121 (B)(6) 2023 01:33:15 faultnumber = software error (53) linenumber = 5632 filenumber = 2005 05/29/2023 01:37:46 faultnumber = software error (53) linenumber = 5632 filenumber = 2005 the pump was cut open for a visual inspection. Moisture damage was found on the electronic assembly (pcba 1 and pcba 2), vibrate harness assembly, motor, force sensor, and inside of the battery tube. A test p-cap does lock into place inside the reservoir compartment properly. The following were noted during the physical inspection: scratched case, pillowing keypad overlay, stained keypad overlay, cracked battery compartment at the corner of the belt clip rails, and cracked battery tube threads. Critical pump error (open book image) and pump error 24 alarms are confirmed due to moisture damage on the hardware. Pump error 53 alarms are confirmed due to software errors. Frozen medtronic logo on the display is unknown due to critical pump error (open book image) alarm. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer reported insulin pump fell off in the water and was not working. Insulin pump just showed a medtronic logo. Troubleshooting was performed and found that the insulin pump failed self test. Also it was found that insulin pump had frozen display. No harm requiring medical intervention was reported. The customer will discontinue using the device and will be returned for analysis.